Event description:
The patient was not getting a reduction of spasticity. The patient had had a positive test dose, but since implant they had no effective reduction in spasticity. A bolus was carried out to determine if drug was being delivered. There was no effect from the bolus for the patient. A healthcare professional suspected a concern with patency of the catheter from the connector to the pump segment. During revision, no cerebrospinal fluid (csf) was observed coming out of the pump segment. Csf was seen in the spinal segment, so the connector pin and pump segment were removed and replaced. The location of the issue was noted to be the connector pin and the pump connector. The patient was alive with no injury. The medication infused was compounded baclofen. A representative later reported that a the implant date of the pump and catheter was (B)(6) 2014. They specified that the 8780, serial number (B)(4), was the first catheter implanted. A number of catheter revisions had taken place. The patient had their first catheter revision on (B)(6) 2014 as they had not responded to the high dose of baclofen or the bolus via the pump. On (B)(6) 2014, the patient went back to the operating room again as they did not respond to the intrathecal baclofen dose increase. When the surgeon disconnected the old catheter (which had been implanted on (B)(6) 2014) from the pump there was no csf flow. The surgeon suspected there might be a blockage somewhere in the connector or in the pump segment catheter. A rotor arm study showed the pump was working. Surgery for a complete catheter revision was performed on (B)(6) 2014. The last revision was performed on (B)(6) 2014. Over the weekend, the patient started responding to therapy for the first time since implant of the pump. The patient also passed away on sunday (date not specified) and a coroner¿s report was being carried out to determine death. A pulmonary embolism was expected. A representative later reported that on (B)(6) 2014 the entire 8780 catheter was removed ((B)(4)) and replaced with an 8780 ((B)(4)). On (B)(6) 2014, the entire 8780 catheter was removed ((B)(4)) and replaced with an 8780 spinal segment ((B)(4)) and another 8780 pump segment ((B)(4)). It was unclear when the 8780 catheters ((B)(4) and ((B)(4)) were implanted and removed. On (B)(6) 2014 the 8780 spinal ((B)(4)) and pump ((B)(4)) segments were removed and another 8780 ((B)(4)) was placed. The patient had a good reduction of spasticity on the morning of (B)(6) 2014 and passed away around lunchtime on that day. On (B)(6) 2014 it was later reported that, regarding the different spinal and pump segments being used in the same operation, the hcp inserted the first catheter and did not see csf flow from the pump tip so they removed it, replaced the pump segment, and saw csf flow. This was why they used the different segments of two catheters.

Manufacturer narrative:
Analysis of the spinal segment revealed no significant anomaly. There was an sc connector tear in the seal near the guide ring. Analysis of the pump segment found the catheter body was incorrectly assembled or sutured. Also, the catheter pin connector collet was not fully locked in place.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0207778670, serial# complete, product type: catheter. Product ID: 8780, lot# 0207780681, serial# complete, implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, lot# 0207777456, serial# spinal segment only, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, lot# 0207990266, serial# pump segment only, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID:8780, lot# 0207777460, serial# complete, product type: catheter. (B)(4).